Event description:
Pt's spouse reported to nurse that pt burned his face while wearing oxygen. Pt reported he may have been dreaming when he lit the lighter. This event was unwitnessed. The right side of his face is read with blisters to cheeks, nose and around right eye.